Event description:
It was reported that the li61aor intraocular lens was inserted and removed intraoperatively form the pt's left eye due to surgeon reported of "unstable chamber". Additional information has been requested, but no additional information has been received by b+l to date. Please reference MDR# 1119279-2012-00169 for the injector.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.